Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified third right posterolateral segment artery. A 6mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertically separated form between the blades upon the third inflation at 8atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.